Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concern with the products. Device was explanted. Healthcare professional later reported right side "ruptured" and "hole, non-specific".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: observed broken assessed as smooth opening and missing piece of shell assessed as inconclusive. As per the investigation procedure creases, wear abrasion, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concern with the products. Device was explanted. Healthcare professional later reported right side "ruptured" and "hole, non-specific".